Event description:
The customer confirmed that the device was inspected before use and the issue was found after the procedure. There were no error messages observed as a result of the failure and the procedure or anesthesia was not prolonged due to the event. The case was completed with the same device. The patient underwent surgery to repair a perforated fiscus. The patient's current status was reported as stable.

Event description:
Medwatch (B)(4) was received by olympus stating that during colonoscopy using this evis exera iii colonovideoscope, the patient had colon perforation. There have been no defects or issues identified with the device, as reported. There were no reports of further patient or user harm associated with this event. Two perforations were mentioned in the mw event description, which are captured in patient identifiers: (B)(6) with (B)(4). (B)(6) with (B)(4). The user facility's medwatch report was sent to FDA on december xx, 2022.